Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 60 mg/dl after the paramedics treated them, and 150 mg/dl at the time of the call. The customer used juice and food to treat. The customer is unsure if they were wearing the insulin pump during the incident. The customer was also having multiple highs of 214 to 319 mg/dl. The customer stated they had a lot of stress at the time. The customer used the pump to treat the highs. Troubleshooting was completed but the customer saw air bubbles in the tubing. The insulin pump will not be returned for analysis.